Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported unknown side rupture of implant diagnosed by ultrasound. The device has been explanted.

Event description:
Healthcare professional reported unknown side rupture of implant diagnosed by ultrasound. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight, broken shell, red particles on the shell, and missing a piece of shell (0-25%). A microscopic analysis was performed which identified: sharp broken on posterior. Based on the device analysis the final assessment is: sharp broken on posterior assessed as unidentified (tear) opening.